Event description:
During a cardiac arrest the patient was placed on a zoll defibrillator using defibrilator pads. They are adult pads, however they read on the zoll as pediatric and would not let the energy select go above 50j. Attempted to change zoll machine, with no difference. Finally, we were able to override the pads and given 1 defib at 200j. After return of spontaneous circulation (rosc) pads were changed and read as adult. Pads were sequestered.